Event description:
It was the reported that the cardiac defibrillator was in back up mode. It was noted that the patient received inappropriate high voltage therapy after the device went into backup mode. The device was reprogrammed successfully. The patient was stable throughout the event and will continue to be followed up normally.